Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, when the delivery catheter was advanced through the scope, it was found out that the clip was gone. It was noted that the handle had not been deployed yet. The catheter was removed, and the procedure was completed with another resolution 360 clip device. Upon cleaning the scope, the deployed clip remained and was found inside the scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. Medical device problem code a150208 captures the reportable event of clip detached and remained inside the scope. Investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. Microscope examination was performed, and no failures found on the device. Dimensional examination was performed on the bushing outside diameter, and it was observed to be within specification. No other issues with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, when the delivery catheter was advanced through the scope, it was found out that the clip was gone. It was noted that the handle had not been deployed yet. The catheter was removed, and the procedure was completed with another resolution 360 clip device. Upon cleaning the scope, the deployed clip remained and was found inside the scope. There were no patient complications reported as a result of this event.